Event description:
It was reported that pump displayed malfunction alarm malf 0 with fault ID 0x277d and that no notable events occurred prior to malfunction. There was no adverse impact to the customer¿s blood glucose level. Customer contacted technical support, was guided through pump reset, and confirmed malfunction did not recur after reset, and customer was advised to continue using pump and to call back if malfunction returned.